Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: imdrf annex a code. Additional information: device available for eval, returned to manufacturer on, device return to manuf ., device eval by manufacturer?, if other specify, imdrf annex b, c and d codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an infusion of magnesium was ordered to run over four (4) hours however the medication was complete in two (2) hours. There was no information on patient impact.

Event description:
It was reported an infusion of magnesium was ordered to run over four (4) hours however the medication was complete in two (2) hours. There was no information on patient impact.

Manufacturer narrative:
Additional information: imdrf annex a,b,g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an infusion of magnesium was ordered to run over four (4) hours however the medication was complete in two (2) hours. There was no information on patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.